Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricle lead did not came out while the stylet was kept in place and the lead body was twisted when helical action was taken. The lead was discarded and replaced during the procedure on (B)(6) 2022. The patient was in stable condition.